Event description:
Rn noticed oxygen saturation dropping on the monitor. Walked by room to assess pt and could hear the cuff leak upon entering the door. Rn and respiratory therapist at bedside, observed pt not reaching desired tidal volumes. Notified physician right away and physician came to exchange ett. Pt was intubated for worsening of covid 19, not related to any surgical procedures. This is the fifth similar incident reported this month.